Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on 29-oct-2024. The blockage was in the tubing and the patient was treated with correction bolus. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.